Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report for this MDR report number 3004753838-2016-02613, it was noticed that this event has already been reported on a separate MDR report number 3004753838-2016-42947. Please disregard the information in this report; MDR report number 3004753838-2016-02613 with sr-592548 as the information has already been submitted in an initial report for MDR number 3004753838-2016-42947 for sr-592493.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced no data reading. No additional patient or event information is available.